Event description:
In this event it is reported that protaper fin.25mm/f1 file broke during use. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event therefore is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Device returned for investigation. This follow up is an update. Summary: 37 protaper finishing files f1 25mm were returned in loose. Among them, 29 are untwisted in the active part and 8 are broken at the tip of the active part. No material defect was found during analysis of the damaged area or the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend. For information, maillefer recommends the use of a motor equipped with a torque control (settings for pturf1 instruments -> rotation: 250 rpm - torque: 1.5-2.0 n.cm).